Event description:
It was reported that the patient underwent a laparoscopic tapp repair of a left indirect primary inguinal hernia in 2009. At about 12 days post-op, the patient had an "urgent consultation because of swelling in the groin." A development of a large seroma in the left groin was noted and an evacuation of 78 cc of serous fluid was performed. At approx one week later, a recurrent large seroma required puncture evacuation of 82 cc serous fluid. The event is listed as resolved.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.